Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the initial reporter's complaint. The grips were not bent. An additional observation not reported by the site was that the instrument main tube had scratch marks/ abrasions. The main tube insulation had scratched and some of the insulation had been removed at the distal end. The scratches measures approximately .051-.162 in length. An additional observation not reported by the site was that the instrument flush tube was kinked. The housing was removed and it was noted that the flush tube exhibited a couple of kinks in the backend of the instrument. No other damages were found on the instrument. This complaint is being reported due to the following conclusion: the main tube had scratch marks/ abrasions which were found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci right vats procedure, the surgical staff noticed that the tips of the thoracic grasper instrument was misaligned during the da vinci procedure. No patient harm, adverse outcome or injury was reported.